Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/17/2017, that on (B)(6) 2017, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data log was reviewed for evaluation on 03/20/2017. Complaint for an unexpected g5 mobile application shut-off could not be confirmed. The root cause could not be determined, post investigation. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. It was reported that the device in use was a jailbroken device. Do not use, install, or run the g5 mobile app on a jailbroken smart device. The app may not work correctly or remain secure on a jailbroken smart device